Event description:
The account generated nonreactive abbott htlv-I/ii eia results on an autologous blood donor who tested organon technika htlv positive and immunogentics immunblot positive. The patient initially tested htlv weakly positive, methodology unknown, and abbott htlv-I/ii eia nonreactive from two autologous donations from the same patient in 2002 at a hospital/blood bank. Then, the specimens were sent to the account, a reference laboratory, where both specimens tested organon technika htlv positive, immunogenetics immunoblot positive, but abbott htlv-I/ii eia nonreactive. Disposition of the two autologous blood units is unknown. No impact to patient management was reported.